Manufacturer narrative:
Lens not returned. (B)(4). Based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6, -05.50 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed.